Manufacturer narrative:
Review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Four devices were returned for evaluation. No t¿s or sutures were returned for evaluation. The shafts of all four devices were observed to be bent. Three of the returned devices were severely bent at multiple locations along the device shaft. The devices were functionally tested by actuating the deployment knob and although the knob was able to be pushed with significant effort, the knob did not return to the appropriate location. Per IFU do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Due the condition of the returned devices the root cause of the failure is identified as a failure to follow the instructions prescribed per the IFU. No further action is required. (B)(4).

Event description:
During a meniscus fixation utilizing the fast-fix curved delivery system, it was reported that the t1 deployed well, however the t2 could not be deployed by pulling at the gray trigger. The trigger was pulled 4 times but t2 still did not deploy. The first fast-fix was bent a bit by the surgeon. The next 3 were reported not to have been bent. The 5th fast-fix 360 worked including t2. It was reported that there was a 30 minute delay in the case. It was reported that all of the first four t1 implants were successfully removed. It was also reported that the meniscus was damaged by the four-time insertion the needle and removal the t1¿s. The meniscus was fixed with the fifth fast fix 360 and there were no reported patient complications.